Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error several times while filling the tubing. The customer stated that the insulin pump was exposed to a high magnetic field while having some x-rays and cat scans in the hospital. The blood glucose reading was 302mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Motor passed motor test.